Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event were identified which occurred in the therapy initiated on (B)(6) 2011 01:56:44. During night drain cycle five, the patient's ultrafiltration reading was 1563ml, indicating the home patient (hp) drained 1563ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1563 ml during therapy initiated on (B)(6) 2011 01:56:44, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the device's event log was performed for the therapy initiated on (B)(6) 2011 01:56:44. Review of the event log revealed the cycle 5 drain was completed on (B)(6) 2011 at 12:15 and the user's actual drain volume during cycle 5 was 3117 ml. The user had a partial fill and the actual drain volume of 3117 ml is 156% of largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria.